Event description:
While using a g137 scaler, all inserts are getting hot; no injury resulted.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Found hp cable water flow adjustment damaged/non functional, replaced hp cable with new, verified "alibration" and tested all functions qa-ta.

Manufacturer narrative:
Found hp cable water flow adjustment damaged/non functional, replaced hp cable with new, verified calibration and tested all functions.